Event description:
It was reported that during the gastric by-pass with roux en y procedure, the shears stopped mid cut, at the beginning of the case. A second shear was opened, and failed after minimal use, and finally a third shear was opened to finish the case. There were no pt consequences.